Manufacturer narrative:
Other, other text: one cadd solis hpca pump was returned for the evaluation of the reported issue. The device was received with "scratches" and cracks found on lcd lens screen. A on-OEM battery was found in device. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported issue. To further investigate, a visual test was performed. Customer problem was duplicated. The entire battery compartment chambers was corrode, rusty, and contaminated; aaa batteries exploded as customer stated. The battery compartment will be replaced.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the battery exploded inside the unit. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.